Manufacturer narrative:
Actual event date not known. The manufacturing records were reviewed and no complaint related issues were found. A review of the DHR indicates that there were no anomalies which could have caused or contributed to this complaint. All parts passed visual and dimensional inspection requirements and all records indicate that the product was manufactured to specifications. The product remains implanted and the case has not been rescheduled for a revision at the present time. Hence, as no product was received, the investigation could not be completed and no conclusion could be drawn. This device was used for treatment not diagnosis.

Manufacturer narrative:
Device is used for treatment, not diagnosis additional review of manufacturing records noted the following: review of the DHR for pdl-l-pt12s lot 6541368, tantalum bead lot 6445739, and raw material lot 4869781 indicates no discrepancies associated with this complaint. Prodisc inlay ¿ pdl-l-pt12s ¿ lot 6541368 inspection sheet (B)(4) shows all parts passed visual and dimensional requirements. Review of process sheet (B)(4) indicates this was neither the first nor last lot packaged that day. The packaging label log showed that the required labels were present and met requirements. The DHR release check lists did not show any non-conformity. Tantalum bead ¿ (B)(4) ¿ lot 6445739 inspection sheet (B)(4) rev. B was reviewed for dimensional requirements. The required certifications and test data were present. Raw material ¿ (B)(4) ¿ lot 4869781. The receipt traveler was reviewed for correct type, size, grade, shape, jde number, lot number, and heat number, no discrepancies were found. Review of the inspection sheet (B)(4) showed that the material conformed to all dimensional, chemical content analysis, recertification specifications. There were visual non-conformances noted that did not affect the final product specifications of the inlay and the absence of a material certification as noted on inspection sheets (B)(4). These were addressed on material review record mrr (B)(4): the raw material was screened and sorted for straightness and 78.8 feet of material that did not meet the inspection requirements was returned to the vendor. A material certification requirement was also requested from the vendor and received. Packing lists contained the correct type, size, and heat number. Review of the vendor certification showed that the material was processed per synthes specification (B)(4). The DHR review check lists did not show any non-conformities.

Event description:
It was reported that on (B)(6) 2013 a surgery was performed on a patient using a prodisc-lumbar, pdl, with no complications. Immediately after the case the patient had to have an external iliac artery stent placed. On (B)(6) 2013, the surgeon reported that the patient had a fifteen degree tilt and a 4mm anterior subsidence. The case was originally scheduled on (B)(6) 2013, but was postponed due to the patient testing positive for methamphetamine. The case has not been rescheduled for a revision at the present time. It was further reported that the surgery extension of an additional 14 minutes was due to addition of the iliac artery stent after the pdl was implanted and was a result of the retraction using the anterior approach. No further information was provided. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: pd event evaluation was performed. The report indicates the cause of the subsidence in this case could not be determined from the information provided. Potential causes for the subsidence indicated in the literature could include poor bone density (osteopenia or osteoporosis), endplate sizing, and endplate morphology and preparation. Device was used for treatment, not diagnosis.